Manufacturer narrative:
Investigation summary: in response to the event reported by facility a device history review was conducted for lot number 0323782. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the physical sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that pegasus yel 24ga x 0.75in qsyte-cap y was damaged. This occurred on 31 occasions. The following information was provided by the initial reporter: the head nurse of pediatric surgery reported that in the process of use yesterday and today, the catheter tube at the tip of the needle was damaged and the tube could not be sent.